Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The investigation indicated the need to replace the battery pack, power cap and transformer assembly. Components were replaced and functional test completed. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a keyboard error and a stator error during boot up. No patient injury was reported.